Manufacturer narrative:
A request for further information was sent to the physician. This investigation will be updated once further information is provided.

Event description:
Boston scientific received information that a procedure was performed to upgrade an implantable cardioverter defibrillator (ICD) system to a cardiac resynchronization therapy defibrillator (crt-d). After contrast dye was brought over this guiding catheter, the patient's blood pressure could not be measured. Resuscitation was attempted for 30 minutes, however the patient died.